Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the manufacturer could not determine which lot numbers corresponded to the two ruby coils that unintentionally detached within the lantern and which lot number corresponded to the ruby coil that would not advance within its introducer sheath. Therefore, the same evaluation codes will be provided on this report and the associated report listed below except for MFR# 3005168196-2018-01160. This report is associated with MFR report numbers: 3005168196-2018-01157, 3005168196-2018-01159, 3005168196-2018-01160. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing a ruby coil through the lantern and, consequently, the ruby coil unintentionally detached within the lantern. The physician therefore removed the rotating hemostatic valve (rhv) to pull out the ruby coil from the lantern. The physician then successfully placed another ruby coil. The physician then felt resistance while advancing another ruby coil within the lantern and, consequently the ruby coil unintentionally detached within the lantern. The physician again was able to remove the ruby coil by hand after removing the rhv. The physician then switched to a new lantern and successfully placed multiple ruby coils. However, the physician then felt resistance while advancing another ruby coil within its introducer sheath and into the lantern and thought that the pusher assembly was damaged, though no specific damage was noticed. The physician therefore removed the ruby coil. The procedure was completed using additional ruby coils, pod coils, and the same lantern. There was no report of an adverse effect to the patient.